Event description:
It was reported that during implant of the pulse generator, no output was observed. The device was no longer used and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.